Manufacturer narrative:
This report will be updated when additional information is received.

Event description:
It was reported that the pediatric patient implanted with this subcutaneous implantable cardioverter defibrillator (s-ICD) received several inappropriate shocks from the device. A review of the episodes found diminished r-wave amplitudes that led to t-wave oversensing. Technical services contacted the physician and discussed performing troubleshooting to see if the morphology change could be recreated with patient movements, posture changes, or elevated heart rates. All sense vectors should be evaluated, to find which vector provided the best sensing and minimal decrease in amplitudes. No adverse patient effects were reported, outside of the inappropriate shocks received. The device remains implanted and in service.

Manufacturer narrative:
This report will be updated when additional information is received. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the pediatric patient implanted with this subcutaneous implantable cardioverter defibrillator (s-ICD) received several inappropriate shocks from the device. A review of the episodes found diminished r-wave amplitudes that led to t-wave oversensing. Technical services contacted the physician and discussed performing troubleshooting to see if the morphology change could be recreated with patient movements, posture changes, or elevated heart rates. All sense vectors should be evaluated, to find which vector provided the best sensing and minimal decrease in amplitudes. No adverse patient effects were reported. The device remains implanted and in service. It was reported that the patient underwent troubleshooting and an exercise test. The sense vector was reprogrammed from alternate to secondary and the smart pass feature was programmed on. There have been no further episodes reported. No adverse patient effects were reported outside of the inappropriate shock therapy that was received. The device remains implanted and in service.